Manufacturer narrative:
(B)(4). Publication year of 2013. Batch # unk. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided.

Event description:
Title: electrocautery versus ultracision versus ligasure in surgical management of hyperhidrosis. Author : duilio divisi, v. Ferrari, a. De vico, g. Imbriglio, w. Di francescantonio, m. Vaccarili, r. Crisci. Citation: interactive cardiovascular and thoracic surgery; abstracts 21st european conference on general thoracic surgery birmingham, UK, 26¿29 may 2013. The aim of the study was to evaluate the sympathectomy procedures for primary hyperhidrosis in terms of complications and effectiveness. From jan 2010 to sep 2012, 65 patients (n=27 male and n=38 female) with hyperhidrosis underwent 130 sympathectomies using three methods: electrocoagulation (n=20), ultrasonic scalpel (n=54), and radiofrequency dissector (n=56). Complications in ultrasonic scalpel group included chest pain (n=1) disappeared in 20±1 day, and bradycardia (n=1) which normalized in 4th postoperative hour. The latest generation devices offer greater efficacy in the treatment of hyperhidrosis, minimizing complications and facilitating the resumption of normal work and social activity of patients.